Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-00618, 2134265-2015-00619. It was reported that pullback failure occurred. During procedure, a motor drive unit (mdu) was connected to the sled. An ilab ultrasound imaging system acknowledged the connection between the mdu and the sled. However, it was noted that it was unable to perform automatic pullback. Pullback was then done manually. The mdu and the sled was then disconnected and reconnected to solve the issue with no success. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.